Manufacturer narrative:
Concomitant medical products. Cocr fem head 32mm +3.5 offset 12/14 (cat#: 142-32-03 / serial#: (B)(4)). 32 neutral gxl liner. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 yrs postop the initial implant, this (B)(6) y/o female patient was revised due to the gxl poly wore out and the femoral head started to wear out the intergrip shell. The cup and liner were removed. The head was replaced. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital policy doesn't allow explants to be removed from the hospital.

Manufacturer narrative:
(H3) the most likely underlying cause for the revision reported cannot be determined at this time due to inconsistent information received. From the information provided by the sales representative, it is possible that the acetabular liner wore and/or partially detached from the acetabular cup, allowing for the femoral head to articulate directly with the cup. This may have led to the pseudotumor, metallosis, and necrotic tissue reported through the patient¿s legal representative. However, this cannot be confirmed and the cause of any liner wear and/or detachment cannot be determined because the components were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of wear of the acetabular liner which may have been due to edge loading/impingement, orientation of the acetabular cup, and/or patient related conditions. The reported wear of the cup was likely due to the implant directly articulating with the femoral head as a result of the liner becoming worn. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported via legal documentation on or about (B)(6) 2015, the patient underwent hip replacement surgery, then approximately 6 years 1 month later on (B)(6) 2021 the patient was experienced a surgical revision. It is stated in the legal document that the components corroded causing a pseudotumor, metallosis, and necrotic tissue within the implant area. No other information. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
H10. Additional/updated information: b5, b6, b7, d2a/d2b, d8, d10 d10. Concomitants: 120-65-20 - bone screw 6.5mm dia x 20mm long, sn (B)(6). 164-13-10 - novation element ro s/o col sz 10, sn (B)(6). 142-32-03 - cocr fem head 32mm +3.5 offset 12/14, sn (B)(6). 186-01-48 - integrip cc, cluster 48mm, g1, sn (B)(6). No other information is available. H11. Correction -d6a, g4 510k